Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09/12/2025 the user reported experiencing frequent nighttime hypoglycemia with a low blood glucose (bg) of 39 mg/dl, followed by elevated bg levels. The user contacted beta bionics regarding whether a factory reset might help. Support advised on proper low bg management, performing a soft reset of meal adaptation, and standard adaptation protocols. No hospitalization or medical intervention occurred, and the user continues ilet therapy without further incident.